Event description:
It was reported that burr broke off the drive shaft. The 95% stenosed target lesion area was located in a severely calcified and severely angulated mid right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr was separated from the drive shaft. Patient was sent to surgery that day, and removal was successful. Patient was stable post surgery.

Event description:
It was reported that burr broke off the drive shaft. The 95% stenosed target lesion area was located in a severely calcified and severely angulated mid right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr was separated from the drive shaft. Patient was sent to surgery that day, and removal was successful. Patient was stable post surgery.

Manufacturer narrative:
H6 patient code was updated from 3165 to 3191.